Manufacturer narrative:
(B)(4). The device was visually examined. The melted portion of the expiratory tube was identified. Exam of the exposed heated wires does not reveal signs of overheating such as color change in the insulation, or charring of insulation. Photos submitted showed melted areas of the circuit, exposed heated wire strands, and an area that appears to be tape residue. All circuits are 100% inspected for proper operation and heated wire placement at the time of manufacturing so it is unlikely that this defect was present at that time. A device history record review shows that the product was assembled and inspected according to our specifications. Device was confirmed as melted with several sections of exposed heater wire as a result of improper maintenance during use. IFU states "do not cover tubing with sheets, blankets, towels, clothing, or other materials". "Do not milk or stretch tubing to remove condensation. Wire damage or circuit malfunction may occur". Based on the damage observed on returned sample and the information provided, operational context caused or contributed to this event. No corrective action is required at this time.

Event description:
Customer complaint alleges the device melted while in use. It was reported there was no injury or consequence to the patient. The patient's condition was reported as "fine".